Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was implant exchange.

Event description:
Health professional reported left side "hole non-specific." Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified a flat crease and wear abrasion. A leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No were observed openings on the device or issues related with the complaint (deflation).

Event description:
Health professional reported left side "hole non-specific." Device was explanted.